Manufacturer narrative:
Date of report : 15feb2019, date rec¿d by MFR : 13feb2019. The service engineer (se) inspected the device. The se found the touchscreen could not be calibrated. The se replaced the touchscreen and the unit passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 28may2019, date rec¿d by MFR : 19may2019. A touchscreen assembly was return for analysis. An investigation was performed and the root cause was isolated to the ul_lr and ur_ll resistance were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilators touchscreen failed no patient harm reported. Event date not specified; estimate used.